Event description:
A customer reported via reply card that a lens was removed. A follow up with the facility clarified that the lens was removed because the surgeon found a small button hole in the pt's capsule. The surgeon was unsure of what caused the hole. No sample is available for return.

Manufacturer narrative:
Eval summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. A malfunction of the product has not been indicated. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).